Manufacturer narrative:
D9 - product received date 8/5/2025. H3/h6 - test data. One device was returned for evaluation for the complaint that the device had a travel course error during infusion. The review of event log found that the alarm history reviewed, and the complaint was confirmed. The review of service history found that no repairs in the last 12 months. The visual and functional testing was performed. The pumps lead screw, clutches, bottom case, plunger tube, battery door and right plunger case were replaced. The pump was recalibrated and tested passing all performance verification testing. The probable root cause was the drive train components worn.

Event description:
It was reported that the device had a travel course error during infusion.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.